Event description:
Patient presented to the physician with pain and swelling at the ipg site and neck pain. Physician brought the patient into the operating room, removed the entire inspire system, took cultures, and closed the incisions. Wound cultures results obtained during the procedure tested positive for mrsa infection. Physician prescribed the patient antibiotics.